Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they experienced dizziness, upset stomach ,discomfort, pain, chest pain, "cold sweat, almost passed out a couple of time" and heart rate was below programmed rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.